Event description:
I have a boston scientific spinal cord stimulator implant that consistently causes abdominal pain/discomfort and constipation. Company reps just brush over the issues and make light of them. The device also consistently does not charge with the charger pack and causes me to charge multiple attempts for hours at a time in a day to recharge the stimulator which is supposed to charge in an hour. The remote to manage the device fails very frequently also.